Event description:
The nurse was withdrawing the needle from the catheter and the clip did not engaged. The clip was a quarter way up the needle and the nurse got stuck. Additional info provided by the facility indicated the pt is fine and all protocol bloodwork testing performed is negative.